Event description:
The physician decided to explant the system on (B)(6) due to infection. The device will be returned for analysis.

Event description:
The physician decided to explant the system on (B)(6) due to infection. The device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Manufacturer narrative:
.

Event description:
The physician decided to explant the system on (B)(6) due to infection. The device will be returned for analysis.